Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The device components cuff, pump and balloon were visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in all three components. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff, pump and balloon components. The reported patient symptom is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent device an artificial urinary sphincter (aus) revision surgery due to erosion at the distal bulbar urethra. The device was explanted. The area was irrigated with an antibiotic and a foley catheter was placed. There were no additional complications reported.